Event description:
Racer knee anonymous trials reports received. "Event type: hospitalisation or prolongation of existing hospitalisation/requires medical intervention to prevent one of the above, or it is otherwise medically significant. Details: patient experienced persistent left knee stiffness, reduced flexion post tkr. Underwent a successful manipulation under anaesthesia on (B)(6) 2024. Stayed in hospital overnight. No procedural complications. (Mua followed by overnight hospital stay)."